Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon removal of sensor, the sensor wire was missing from the underside of the sensor pod. Patient was concerned that the sensor wire may have remained under his skin. There was no indication of any portion of the wire at insertion site. The patient removed the transmitter from the sensor pod while the sensor was still adhered to his body, which is a practice against cgm's user's guide recommendations. Patient reports the site remained itchy for 3 days after sensor removal. Patient experienced no discomfort and required no medical intervention. Patient reports this type of event occurred six times between (B)(6) 2013. This is MDR 2 of 6 for the complaint. See mdrs# 3004753838-2013-00148 to 3004753838-2013-00153 for all reports related to the complaint. At the time of his call to technical support, patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.